Event description:
Voluntary medwatch received states that the pacemaker was explanted due to infection. The patient condition was not known.

Manufacturer narrative:
Correction: d4 - "(B)(4)" should have been included in the primary unique device identification (UDI) number in 2017865-2026-05895.